Manufacturer narrative:
Though still under investigation, varian has determined that an MDR is appropriate, as this possible malfunction, should it recur, may potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The site had a power failure during a pt treatment. When the power was lost, the pt treatment was finished (they were just preparing the machine to take the pt out of the couch) but when the customer compared the mu values from the backup counter and the last plan treated, they noticed that the backup counter read 55 mu and the treatment plan=48 mu. The customer also reported that there were no pv images acquired for this pt. They also checked that none of the treatment plans had more than 50 mu. So the question is how can this be possible? There was no report of serious injury as a result of this event.